Event description:
It was reported that at the end of a transurethral laser vaporization of prostate procedure for prostatic hyperplasia, the fiber was leaking light. The fiber was replaced, and the procedure was completed with another of same device. The patient condition following procedure was stable, there was no patient complication.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual unaided inspection of the fiber did not identify any defects or malfunctions that could have contributed to a failure of the device, the card data indicated that the fiber was not expired, it was recognized by the console, and it fired. Microscope inspection and functional testing did not find any anomaly with this device, therefore; the complaint was not confirmed. The device history record (DHR) indicated that there were no manufacturing issues that could have contributed to the reported event. Based on the information available, a conclusion code no problem detected was assigned to this investigation.

Event description:
It was reported that at the end of a transurethral laser vaporization of prostate procedure for prostatic hyperplasia, the fiber was leaking light. The fiber was replaced, and the procedure was completed with another of same device. The patient condition following procedure was stable, there was no patient complication.